Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, unilateral blurred vision, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a physician and concerns a patient (age, gender, initials not reported) who was injected with an unspecified amount of radiesse(+)(also reported as radiesse) in (B)(6) 2019 for nasolabial fold (nlf) indication. Medical history and concomitant medications not reported. An unspecified time post injection, the patient began showing signs of an angular occlusion (also reported as vascular compromise) and unilateral blurred vision. Causality, lot, treatment and outcome not reported.